Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. Post-procedure/the day of index procedure, the patient experienced the adverse event/ae of an ischemic stroke. The onset was gradual and was characterized by aphasia. The event was related to the procedure and unrelated to a cordis product. The patient's recovery was partial/major residuals. The patient was symptomatic for the procedure. A 6 mm angioguard was used. The lesion was pre-dilated. There were no reported procedural complications, or device deviations during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The proximal lica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 7 mm. Reference diameter, mildly calcified/tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 10%.

Manufacturer narrative:
The report received from the (B)(6) study indicated that post-procedure/the day of index procedure, the patient experienced the adverse event/ae of an ischemic stroke. The patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. Post-procedure/the day of index procedure, the patient experienced the adverse event/ae of an ischemic stroke. The onset was gradual and was characterized by aphasia. The event was related to the procedure an unrelated to a cordis product. The patient's recovery was partial/major residuals. The patient was symptomatic for the procedure. A 6 mm angioguard was used. The lesion was pre-dilated. There were no reported procedural complications, or device deviations during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The proximal lica target lesion was reported to be: a 90% stenosis, 20 mm. In length, absent of thrombus, 7 mm. Reference diameter, mildly calcified/tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 10%. The patient's medical history includes: hypertension, hyperlipidemia, first degree relative with premature cad, and smoking. High risk criteria: age > (B)(6). The product remains implanted in the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.